Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station had indicated that the biometric identifier required maintenance. A hard reboot was performed; however, it did not resolve the issue. The technical support specialist successfully resolved the issue by performing a reboot. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a station requested bioid maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.